Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/no information. If explanted; give date: not applicable. The iol has not been explanted. Reporter address: unknown/not provided. Manufacturer telephone number: (B)(4). Device evaluated by manufacturer: the device is not returning for evaluation as lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient's wife called to explain that her husband had an intraocular lens (iol) implanted in his left eye. Since the day of implant he's experienced blurry vision, which they brought to their doctor's attention. However, her husband has seen several doctors at this facility over the last two years trying to ascertain the issue. They were advised by their regular doctor to seek a second opinion. Reportedly, her husband has had an magnetic resonance imaging (MRI) and has been tested for several things including brain issues but this was ruled out as having an impact on his vision. The fourth and most recent doctor conducted a "laser cleaning" on the eye in hopes that the vision would improve. His vision improved but not to the level he had anticipated. The doctor advised them to call johnson and johnson (jnj) and ask if the iol had a recall or if we had seen this issue before. The customer called jnj and asked for advise on how to proceed. The jnj representative who initially spoke to her informed her to follow-up with their doctor. Additional follow-up was done but the customer did not respond. No further information is available.